Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, increased capture threshold due to suspected lead dislodgement was noted on the atrial lead. Programming changes were made to resolve the event and the patient was stable with no adverse consequences reported.